Event description:
A malfunction alarm, identified as malf 9 due to a momentary motor skip, was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support again if the malfunction reoccurs.